Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the device did not withhold therapy when the patient was experiencing atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6944, implantable defib lead, (B)(6) 2007. (B)(4).